Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the alleged cable issue. In the event that additional information is obtained, a follow-up report will be submitted.

Event description:
A bayer r & I representative reported the following: the main cable caused a short in the electronics of the stellant d injector and melted. No adverse event was reported.